Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the olympus device evaluation, the videoscope exhibited foreign material in the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the unspecified foreign material clogged in the nozzle could not be determined. The event can be detected and prevented by handling the device in accordance with the following instructions for use: detection methos is described in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.